Event description:
The customer was incoherent and the device was used to check their blood glucose. A result of 192 mg/dl was obtained. Emergency medical technician were called and they checked the customer's glucose at 30 mg/dl they were transported to the hosptial. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.